Event description:
One month post op, a patient presented with pain and a retained piece of a wound drain was surgically removed.

Manufacturer narrative:
A wound drain was placed during a surgical procedure and then removed on (B)(6). On (B)(6) the patient presented with severe pain and a 5 inch piece of the wound drain was removed from the surgical site. The facility reported that the original drain had been sutured in place. Upon initial removal of the drain, it was not identified that a piece was retained. The facility conducted an investigation and reported that the drain may have been pulled too hard and/or that a suture had been placed directly into the drain. Damage from a suturing needle would have compromised the integrity of the drain. We have not received a sample for evaluation and a root cause has not been confirmed. We have no information to indicate a defect caused or contributed to the reported incident. The most likely cause for this incident is user error.